Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5177183 received through the FDA medwatch program stating "pt reports she is in process of starting new treatment and is having issues with the pump, because the syringe begins to shoot out as soon as she starts the pump, and is not sure if she may have done something wrong. Pt switched out needle set and changed administration sites, but still wouldn't work. Pt tried to manually complete infusion but was only able to give herself about 5 gm of 16 gm dose. No additional information or details available. No adverse events reported. Unknown if available for return. Pharmacy is replacing the device. Device serial number: (B)(6)." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.